Event description:
Reporter stated that a patient sample was tested, on the urisys 1100, which reported a glucose result of 250 mg/dl. An additional test, performed seconds later, using the same sample on the urisys 1100, yielded a glucose result of "negative." No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.